Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and lowest bg recorded by continuous glucose monitor on (B)(6)2019 was 60 mg/dl. Cgm alert 3 (cgm glucose reading below user threshold) was annunciated. User made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) in the 50s (mg/dl); cause was unknown. Glucose tablets were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.